Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer kit, the passive backplane mount, monoblock controller, workstation passive backplane, hard drive, and image processor. The system operates as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.